Event description:
A report was received that the patient's leads were exhibiting high impedances on some contacts. X-ray confirmed lead fracture. The patient underwent a lead revision wherein the physician elected to replace the leads. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4), description: linear st lead 50cm; model #: sc-2218-50e, serial / lot #: (B)(4), description: trial linear st lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.